Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) with a crescent shaped leak was noted. It was reported that the native leaflets were heavily calcified. Two post implant balloon aortic valvuloplasties were performed and severe pvl was still noted. After waiting for more than ten minutes for the valve to expand, a second transcatheter bioprosthetic valve was implanted, valve-in-valve. After deployment of the second valve, trace to mild pvl was noted. Subsequently, the right coronary artery became occluded. It was reported that a possible tube graft effect was created (from specific patient anatomy in combination with the two valves being implanted) which prevented the coronary artery from filling properly. The physician reported the native leaflet caused the occlusion. After multiple unsuccessful attempts to access the right coronary artery via the transcatheter bioprosthetic valve, the patient was put on bypass and was surgically opened. A single right coronary artery graft was performed. Subsequently, this (B)(6) year old patient was not able to recover and expired.

Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.